Event description:
An altitude alarm was reported on the customer's pump, which had been a recurring issue with the same device. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As a resolution, tandem technical support (cts) arranged to replace the pump and advised the customer on steps to take with the replacement, including instructions on using storage mode and returning the problematic pump. The customer understood and acknowledged all instructions provided.